Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional codes: fzh, hwj. Manufacturing documents were reviewed and no complaint related issues were found. The performed investigation has shown that tip of awl is broken. The fracture surface has a homogeneous structure, which indicates a perfect material quality. Based on these findings, we believe that excessive mechanical stress led to the damage of the tips. The 510k #: should have been k112068.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to a device marketed in the u.s.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: awls are broken or bent. This is 3 of 3 reports for this event.